Event description:
Procedure type: skin closure. According to the rptr: a phlogistic-erythematous reaction originated along the edge of the wound, with presence of serum-corpuscular secernment from the application site of metallic clips. The problem was solved by removing the clips and with application of strips. As consequence was notified an extension of pt hospitalization and specific intervention to remove clips and verify the status of pt skin. No additional info available at this time.

Manufacturer narrative:
(B)(4).